Manufacturer narrative:
Voluntary medwatch report received: mw5167470.

Event description:
Voluntary medwatch report received noted that the lead exhibited high pacing impedance and oversensing noise. This resulted in pacing inhibition. The lead was explanted. No adverse patient effects were noted.